Manufacturer narrative:
The cause for the discordant pco2 result is unk.

Event description:
Customer reported that the po2 results for a pt sample did not agree when run on two different instruments. There was no report of injury due to this event.